Event description:
During the implantation procedure, inconsistent threshold and sensing amplitudes were observed on the right ventricular lead. The lead was exchanged and the patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece with the helix extended and clogged with dried blood. Electrical testing revealed no indication of conductor fractures or internal shorts. No anomalies were noted on the lead with the exception of damage consistent with that occurring at the time of attempted implant. Based on the information received, the cause of the reported incident could not be conclusively determined.